Event description:
It was reported to medtronic neurosurgery that leakage was found at the tubing near three way stopcock. According to the report, the tube was found broken.

Manufacturer narrative:
The product evaluation has not been completed. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned product was patent. It did not meet the requirements for the leakage test. The proximal patient tubing was disconnected from the patient line stopcock. Adhesive was observed in the interior and the exterior of the connection. There was gauze covered in a betadine-like solution and tape on all of the stopcocks. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.